Manufacturer narrative:
Concomitant medical products: product ID: 3550-39, lot# n236306, implanted: (B)(6) 2010, product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient stated that ¿it was shocking her body¿ and she wanted to turn it down. The patient noted that it started ¿last night and was just like shocking her.¿ the patient was assisted in turning stimulation down from 2.4 to 2.0 volts and it was ok. The patient turned it down further to 1.2 volts.

Event description:
Additional information received reported that the cause of the event was due to programming. It was noted that no abnormal impedance measurements were reported. It was further noted that the pulse width was set too high.

Manufacturer narrative:
(B)(4).